Event description:
During a low anterior resection the cdh25 would not fire. The surgeon heard a pop upon squeezing the trigger but on inspection the staples had not fired. The stapling was completed with an autosuture eea. There was no consequence to the pt.

Manufacturer narrative:
Product complaint analysis team has completed its investigation of device. Results of investigation conducted by appropriate engineers and technicians are listed below: visual inspections & results: b/a washer present/uncut with, damaged anvil / anvil shroud no, damaged guide face no, damaged knife no, damaged other no, damaged staple pockets no, damaged trocar no, missing parts no. Staples present/location 7 partially formed. Tissue present/describe yes/donut in inst. Functional tests & results: 1st fire-setting/form/heights high b/good, 1st fire-washer cut good, indicator response good, trocar / anvil fit good. Analysis conclusion: based on info received and visual and functional results, it appears as if instrument was not fired through complete firing stroke or possibly fired outside of green safe firing zone. This is evidenced by seven partially returned staples and by breakaway washer being returned uncut but with slight indentation around circumference. To ensure instrument has been fired through complete firing stroke, trigger must be fully actuated. Tactile feedback will be felt when breakaway washer has been fully cut. This will ensure proper formation of staples and complete cut of donuts. It is also imperative that instrument be fired within green firing zone. If fired outside of range, staples will not form. Instrument was reloaded and fired. It fired and formed staples as designed around entire staple ring with an acceptable cut on test media and breakaway washer. Mfg and engineering have been notified of reported incident. Co strives to understand each incident as it is reported in order to continuously improve products.